Event description:
The patient woke up and was hypoglycemic. The suspect device was used to check their blood glucose and a result of 85 mg/dl was obtained. Pt was not very coherent and 911 was called. Emergency medical technician arrived and they checked pt's glucose on their equipment and the level was 36 mg/dl. Pt was taken to the hospital and treated with an IV. Controls were run on the system and they were within range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.